Manufacturer narrative:
The event was confirmed by the qa technician through visual inspection. The device likely failed for heat due to a breakdown of lubrication/deprivation. The device was placed in parts retention.

Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.

Event description:
It was reported during routine maintenance conducted by a manufacturer field service technician at the user facility that the device is getting warm. There was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported during routine maintenance conducted by a manufacturer field service technician at the user facility, the device is getting warm. There was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.